Event description:
A malfunction alarm occurred, identified by the displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to help the caller reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back should the issue reappear.